Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint of insufficient sealing. The electrical continuity test passed. The instrument was placed and driven on an in-house system, where it passed the initialization tests. The instrument moved intuitively, with full range of motion in all directions, and the grips opened and closed properly. The knife cut cleanly through test strip paper, and the knife edges were not damaged. The cut test passed. The energy activation test was then conducted on the in-house system. A wet paper towel was held between the grips and began to smoke when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in house testing. A grip force test on grips was performed as additional testing, and it measured at 7.17 lb in straight orientation, 7.11 lb in yaw, and 6.86 lb for pitch. All readings were above the minimum requirement of 4.25 lb. A jaw gap inspection was tested as an additional functional check, and the instrument passed. The instrument was found with a dislodged blade at the garage track. Upon visual inspection, it was found that the blade was exposed outside of the blade garage by approximately 0.139¿. No conductor wire damage or snake wrist damage was found. There was a large amount of bio debris found at the instrument tip. The blade was manually reseated and placed on the in-house system again. The self-test passed during in-house testing. A review of the error logs showed 1 blade jammed error message (error 22025) occurring at the site using system (B)(6) on july 26, 2023. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. The knife slot test passed at 0.028", and the ceramic dot verification test passed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the vessel sealer extend (vse) instrument failed to seal the uterine vessels. Per the surgeon, the uterine arteries and veins are typically sealed and cut at the same time, as they run next to one another. She sealed and cut the vessels on the right side of the uterus, first. She heard both the continuous audible tones while the pedal was pressed during the sealing sequence and the fast audible tones indicating that the seal was complete. She also saw some tissue effect to indicate cautery, and the jaws were completely closed. Everything appeared to be proceeding normally. However, after the vse cut through the vessels, the patient began to bleed. The surgeon knew for sure that the uterine vein had not been sealed, but she was not sure about the uterine artery. She believed that both vessels were bleeding. She grabbed the vasculature with the prograsp forceps instrument, and then she used the bipolar forceps instrument to cauterize the vessels. She also attempted to seal the left uterine vessels to stop the back bleeding, but when she removed the vse after the sealing sequence, both vessels re-filled with blood, as though they had never been sealed. The continuous and fast audible sealing tones were also heard for the sealing sequence on the left side. The surgeon was able to complete the procedure robotically with the bipolar forceps instrument. The vse worked well for about 30 minutes prior to the issue. There were no error messages at the time of the event. The instrument did not come into contact with any clips, sutures, staples, or other metal objects, as she typically does not use them in surgery. The jaws were not immersed in liquid or contaminated by carbonized tissue/bio-debris prior to or during the sealing cycle. She did not know what could have caused the issue, as the vse instruments have worked well for her in the past. The patient is fine.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced instrument log for the vessel sealer extend instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the device logs show that the instrument was installed 1 time, and it passed homing 1 time. A total of 10 cut complete events were recorded, with no errors. The generator logs show 1 coag event, with no errors, and 88 seal events, of which 10 had high initial starting impedance errors. These errors could likely be due to the user attempting to cut too much tissue, which could possibly be related to the customer complaint. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.